Event description:
During deployment of a 26mm sapien xt valve, the valve and delivery system moved in an aortic direction and the valve embolized. The patient's systolic pressure was 90mmhg at the beginning of deployment; the team did not wait for the pressure to drop during rapid pacing. Wire position was maintained and the delivery system balloon was slightly inflated and was used to move the valve and deploy it securely in the descending aorta just above the renal artery. It was decided that a second valve would not be implanted due to a lack of significant calcium. At last report, the patient was doing well. During post procedure briefing, a combination of potential contributing factors were discussed, including calcium level (mild native annular/leaflet calcification and no aortic root calcification), inadequate pressure drop during pacing, and repositioning during deployment.

Manufacturer narrative:
(B)(4). Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. The edwards sapien xt thv is indicated for use in patients with symptomatic severe calcific aortic stenosis requiring aortic valve replacement. In this case, per report, a combination factors, including calcium level (mild native annular/leaflet calcification and no aortic root calcification), inadequate pressure drop during pacing, and repositioning during deployment, may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.